Manufacturer narrative:
The insulin pump had a cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the battery compartment of their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.